Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because it was impossible to remove the implant driver from the implant. There is no information about implant replacement at the same surgery.